Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient interrogated device w patient programmer and received service code:2703. Manufacturer representative (rep) will interrogate device tuesday apr 07 at healthcare provider's (hcp) office. The issue has not been resolved at the time of the report. The manufacturer representative provided additional information on april 08 indicating that high impedance was identified at contact 10, segment 10a. Troubleshooting included reprogramming off contact 10a while keeping contacts 10b and 10c active, with contact 9abc remaining active. The issue was resolved, and the information was confirmed and provided by the physician.